Event description:
On or about (B)(6) 2009, the pt was implanted with an ams sparc sling system. The device was implanted in the pt to treat her stress urinary incontinence. It was reported that after, and as a result of the implanted mesh, the pt suffered bodily injuries, including but not limited to, pain, erosion of her internal tissue, dyspareunia and other injuries. It was also reported that as a result of having the device implanted she has experienced mental pain and suffering and she had sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.